Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant rupture, abundant silicone overflow migrating to the ipsilateral axillary lymph nodes, presence of 24 lymph nodes with extensive histiocyte agglomerates with foamy aspects containing amorphous material, finding compatible with silicone lymphadenitis".

Event description:
Patient representative reported right side "implant rupture, abundant silicone overflow migrating to the ipsilateral axillary lymph nodes, presence of 24 lymph nodes with extensive histiocyte agglomerates with foamy aspects containing amorphous material, finding compatible with silicone lymphadenitis". Patient representative additionally reported "suffering from a rare form of cancer of which there is a well-founded suspicion, currently being investigated, that it may have been caused by the material released into the body by the defective device"; this event is not device related. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Event description:
Patient representative reported right side "implant rupture, abundant silicone overflow migrating to the ipsilateral axillary lymph nodes, presence of 24 lymph nodes with extensive histiocyte agglomerates with foamy aspects containing amorphous material, finding compatible with silicone lymphadenitis". Patient representative additionally reported "suffering from a rare form of cancer of which there is a well-founded suspicion, currently being investigated, that it may have been caused by the material released into the body by the defective device"; this event is not device related. Device has been explanted and replaced with a non-allergan device. This relates to the right side.